Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not used the scs system in over a year due to a reduction of the patient's pain. The patient wishes to have the scs system explanted thus surgical intervention may be pending to address this issue.